Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, lens was explanted in secondary procedure due to patient experienced vision not clear, haze/film over vision. Clinical reason was reported to be generalized dysphotopsia. The iol was replaced with other company lens approximately four months after initial procedure. Additional information was requested and received stating there was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).